Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# : va1bnrv, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the system was being explanted and the lead fractured upon explant and was only partially explanted. A contributing factor was that it was old. The issue was reported to be resolved at the time of the report. No patient symptoms were reported.